Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reporter telephone number: (B)(6). Functional testing found the device would not power on with the original battery pack, but did power on and function normally with a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked inside the pack. The device history record for part #: 00515047501, lot #: 64911828 was reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: (B)(4). A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the pre-op testing, this complaint product didn't work at all from the beginning. There was no patient involvement. Evaluation later found that there was indication of battery leakage. No adverse events were reported as a result of this malfunction.